Event description:
It was reported that the patient's primary system controller display was blank. No parameters could be seen on the display. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank display was not confirmed as no product was returned. The provided information indicated no parameters were able to be seen on the display, the system controller was exchanged, no log files were available, no product will be returned for analysis, and there were no adverse patient impacts. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.